Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on a laparoscopic right hemicolectomy procedure, the patient had peritonitis leakage. To resolve the issue the surgeon had to re-open the patient and had to do a diversion ileostomy. The event lead to extended patient hospitalization and still the patient is in the hospital.